Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 96159, were returned and analyzed. The data files showed that at least 18 applications were performed with two balloon catheters without any issue on the date of the event. Visual inspection of the reported balloon catheter showed dried blood inside the coaxial connector. Smart chip verification showed the catheter was used for 10 injections. The catheter failed the performance test due to system notice indicating that the refrigerant delivery path was obstructed when connected to the console. Dissection test showed a guide wire lumen kinked and twisted at 0.95 inches from the tip of the catheter. Additionally, dissection showed dried blood inside the inner balloon. Pressure test showed a breach at the guide wire lumen. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a case was completed with cryo, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.